Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 12 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% in-stent restenosis in an s660 stent which had been placed in the first diagonal branch of the lad three months previously. The quantum maverick monorail balloon catheter was removed and replaced with a maverick2 balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.